Event description:
A malfunction was reported on a customer's pump with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer, not using fsl2+ sensors, was informed that they would receive a pump with updated software. Instructions were provided on putting the pump into storage mode and returning it via ups using a pre-paid label. The customer was also advised to use mdi as backup therapy and was informed they would need to program their pump settings and connect their cgm to the replacement pump. The replacement pump was sent, and the customer acknowledged these instructions.